Manufacturer narrative:
The event was reported to have occurred on an unreported date in (B)(6) 2021. The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as due to poor hygiene. It was reported that the patient was not hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient has recovered from the event. It was reported that the patient was switched to hemodialysis temporarily. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.